Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified renal artery. A 5.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient and the rupture has been found on the side of the catheter hub from the center of the balloon. There was a possibility that the fragments may have been detached when the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified renal artery. A 5.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient and the rupture has been found on the side of the catheter hub from the center of the balloon. There was a possibility that the fragments may have been detached when the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the guidewire lumen was separated 139cm from the hub and the balloon was separated 143cm from the hub. The distal end of the separated guidewire lumen was stretched. Microscopic examination revealed damage to the guidewire lumen 10mm from the tip. The distal end of the separated balloon was covering the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the balloon was separated.